Manufacturer narrative:
Justification for no UDI, this device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during incoming inspection, the device would not power up. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Correction b5 and h6 (medical device problem code): to reflect the updated incident after further information was provided. The device was returned to zoll medical corporation. During the investigation it was noted that the report of the rfu not functioning was verified during evaluation. Rfu indicator board was replaced to remedy the issue. The rfu indicator board was scrapped. The device was recertified and returned to the customer. Reports of this nature are typically not considered to have any clinical impact. No emerging trend based on similar reports

Event description:
Complainant alleged that during incoming inspection, the device indicator not clearly visible/not functioning. Complainant indicated that there was no patient involvement in the reported malfunction.